Manufacturer narrative:
Qn#: (B)(4). The device history record of batch number 74m1900329 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to our specifications.

Event description:
It was reported that the red connection had a leakage.